Manufacturer narrative:
Analysis confirmed the customer comment of broken screen, the overlay was cracked and therefore the overlay/bezel was replaced and the stylus recalibrated. It was further noted that the power cord bay latches were broken and that the lower hinge plate was missing hardware. Both were replaced and the nylon standoff and media bay gasket were both also replaced as preventive measures. The electrical circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen, that its (stylus touch) pen was undetected and that the touch screen was failing. The programmer was returned for service. There was no patient involvement.